Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jl4w, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had excruciating pain and swelling at the implantable neurostimulator (ins) site since implant on (B)(6) 2015. The patient was not sure if the pain was due to the surgery or stimulation because the incision and stimulation were in the same spot. The pain was at the incision site near the tip of the buttocks. The patient thought maybe stimulation was too high, but also didn't feel stimulation all the time. The patient attempted to use the patient programmer with and without the antenna and only saw the poor communication screen. The patient had swelling and light bandages and also tried this before with much more bandages unsuccessfully. It was verified that the patient was holding the programmer over the correct incision. The steps taken to resolve the pain and swelling were that the patient was given hydrocodone and acetaminophen and 1 pain pill didn't really help. The patient had swelling and was black and blue from their whole mid-back hip to mid-side to front. After 2.5 weeks the patient's hip was worse and was still sore. The patient used ice off and on all day and took acetaminophen every 4 hours. The patient's hip was a replacement and was very painful. The sore and swollen back had finally subsided this week finally. The patient had the nurse look to see if it was infected and it was not. The patient did not know the procedure would be so invasive and for the results they were getting this far it was not worthwhile. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.